Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who had an xtrel system placed 17 years ago to manage complex regional pain syndrome in the left arm. After being switched off for the last 15 years and not needing to use it, it did not switch back on. (Following an "rtc" in (B)(6) of 2016, the patient tried to use it again but it wasn't working.) Incidentally the rf transmitter switched on and bleeps. The xtrel transmitter had some, intermittent functionality. There was no harm or injury to the patient.